Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture, noise oversensing and low pacing impedance. Programming changes were made and patient continued to be monitored. The patient status was stable.